Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and suprarenal aortic extension. Upon follow up, computed tomography revealed a type 3a endoleak. Physician implanted an intrarenal and suprarenal extensions to correct the leak. No patient injury was reported.